Manufacturer narrative:
On (B)(6) 2026 - we received a call from a patient who had a retained capsule and was requesting for a contact of a specialist to remove the capsule. We reached out to the office that performed the capsule study for the patient and requested to complete the frm-0089d with additional information. On (B)(6) 2026 - customer informed us they were aware of this patient and have talked to him 2-4 times a day answering questions and explaining the next steps. Completed frm-0089d - capsule incident questionnaire was received indicating that the patient had a history of small bowel resections as well as crohn's with ileitis which could have caused the retention. The form specified the patient came to the clinic on (B)(6) 2026 to have the capsule procedure, all capsule procedure risks were discussed with the patient, a consent was signed by the patient and the ce procedure was administered. After the procedure, the patient called the office informing them that he had not passed the capsule, an xray was scheduled for (B)(6) 2026, a CT on (B)(6) 2026 and another xray done on (B)(6) 2026. All imaging showed capsule retention. A colonoscopy was performed on (B)(6) 2026 but the capsule could not be retrieved. The patient was referred to a surgeon to remove the retained capsule as well as the newly identified strictures. Form stated that the patient was stable and doing fine and should meet with a surgeon in the first week of (B)(6). On 3/17/2026 - after requesting additional information regarding the surgery, we were informed that the consultation with the surgeon was scheduled at the end of (B)(6) 2026.

Event description:
On (B)(6) 2026 - we received a call from a patient who had a retained capsule and was requesting for a contact of a specialist to remove the capsule. We reached out to the office that performed the capsule study for the patient and requested to complete the frm-0089d with additional information. On (B)(6) 2026 - customer informed us they were aware of this patient and have talked to him 2-4 times a day answering questions and explaining the next steps. Completed frm-0089d - capsule incident questionnaire was received indicating that the patient had a history of small bowel resections as well as crohn's with ileitis which could have caused the retention. The form specified the patient came to the clinic on (B)(6) 2026 to have the capsule procedure, all capsule procedure risks were discussed with the patient, a consent was signed by the patient and the ce procedure was administered after the procedure, the patient called the office informing them that he had not passed the capsule, an xray was scheduled for (B)(6) 2026, a CT on (B)(6) 2026 and another xray done on (B)(6) 2026. All imaging showed capsule retention. A colonoscopy was performed on (B)(6) 2026 but the capsule could not be retrieved. The patient was referred to a surgeon to remove the retained capsule as well as the newly identified strictures. Form stated that the patient was stable and doing fine and should meet with a surgeon in the first week of march. On (B)(6) 2026 - after requesting additional information regarding the surgery, we were informed that the consultation with the surgeon was scheduled at the end of (B)(6) 2026.